Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 29-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. The pump previously delivered dilaudid (unknown concentration and dose). Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient had spinal surgery #6 two weeks and one day ago. ¿stuff came loose in the bottom¿ and a revision was done. The patient had bad side effects from dilaudid which included constipation. The healthcare provider (hcp) switched the medication to fentanyl in the pump which was working okay. Since starting with fentanyl, when the patient went to bed at night he was ¿freezing¿ especially in their feet. A major side effect, the patient would sleep on their side or back and would "wake up soaking wet" and "could take off my t-shirt and underwear and could ring it out". There an out of box failure and no medical or therapy problem associated with small parts. The patient was directed to follow up with their health care provider. No further complications were reported.